Event description:
Two external proficiency survey samples with discrepant gentamicin results. Sample 1, 2008, result reported 9.9 ug/ml, target value 14.42 ug/ml. Sample 2, 2008, result reported 3.0 ug/ml, target value 3.74 ug/ml. No pt samples were involved. If add'l info is received, appropriate notification will be provided.